Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. To address the event details stating: "battery capacity is low (1 hour)",  (B)(4) was connected to a lab controller and a motor fixture for 5 hours and 30 minutes before reaching the 25% relative state of charge (rsoc). As a result, the complaint event detail could not be duplicated at the  bench level. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  .  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery's capacity was low.  The battery was exchanged with no effect on the patient.